Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified five depressed battery pins which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported bad rear case assembly which was observed during the evaluation as depressed battery pins. The battery pins were found depressed and unable to rebound as designed resulting in intermittent direct current power. The rear case assembly was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad rear case assembly. There was no known patient injury or medical intervention associated with this event. No additional information is available.